Manufacturer narrative:
The system and handpiece were examined. The reported issue was not replicated. The handpiece however; was returned for investigation and was determined to meet specification. Additionally, the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system or handpiece. The handpiece was manufactured on august 25, 2011. The associated system was manufactured on august 4, 2016. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product and the system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an occlusion issue during a surgical procedure. Patient outcome is unknown. Additional information has been requested but not received.